Manufacturer narrative:
Continued e1 phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture of the implant was found" diagnosed via ultrasound. This record is for the right side. Device has been explanted and replaced with another manufacturer´s device.

Manufacturer narrative:
Device evaluation:based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as unidentified (tear) opening. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture of the implant was found" diagnosed via ultrasound. This record is for the right side. Device has been explanted and replaced with another manufacturer´s device.